Event description:
It was reported to boston scientific that a hydrothermablator procedure occurred in 2006. Post procedure, the patient had redness on her perineum and vagina and white area which is indicative of a vaginal burn. The physician started the patient on a silvadene cream.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.